Event description:
Patient was revised to address pain. Update rec'd 8/27/2014 - litigation papers received. There is no new additional information that would affect the outcome of the investigation. Update 12/16/2014- pfs and medical records received. A correct dor was provided. After review of the medical records for MDR reportability, the revision operative note indicated pain, discomfort, metal debris, and high metal ions (no lab results provided). There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 1/12/2015.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Requests for additional investigational inputs were made. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).